Manufacturer narrative:
Concomitant medical products: cwa217563h ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eleven months post implant of the patient¿s new generator the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.